Event description:
The customer reported that his contour next link meter had a frozen display and he was unable to manually turn it off. During troubleshooting, the customer was asked to reset the meter and it turned off. The customer inserted a test strip into the meter port and the display turned on. At 6:05 p.m., the customer performed a test and obtained a blood glucose reading of 426 mg/dl. After this reading, the customer was having symptoms such as feeling sick to his stomach, joint soreness, cotton mouth, and thirstiness. At around 6:00 p.m., the customer took 6.8 units of humalog. After 30 minutes, the customer's symptoms subsided and he was feeling fine. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
Serial number of the initial report indicates the serial number of contour next link meter as (B)(4). The correct serial number is (B)(4). Serial number has been updated with this information.